Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture with leaking, collapsing, hanging breast". Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ white calcification and deformation device observed on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "rupture with leaking, collapsing, hanging breast". Healthcare professional later reported "capsular contracture, baker grade IV" and device was intact, not ruptured. Mammogram performed with no findings. Device has been explanted and replaced.

Event description:
Patient reported right side "rupture with leaking, collapsing, hanging breast". Healthcare professional later reported "capsular contracture, baker grade IV" and device was intact, not ruptured. Mammogram performed with no findings. Device has been explanted and replaced.